Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during rescue with endotracheal intubation, the device had a leak and immediately replaced the endotracheal tube.